Event description:
A report was received that a patient will undergo a revision due to their ipg no longer holding a charge. The patient had an abdominal biopsy and CT scan and the physician says it is possible that electrocautery was used.

Event description:
A report was received that a patient will undergo a revision due to their ipg no longer holding a charge. The patient had an abdominal biopsy and CT scan and the physician says it is possible that electrocautery was used.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient will undergo a revision due to their ipg no longer holding a charge. The patient had an abdominal biopsy and CT scan and the physician says it is possible that electrocautery was used.

Manufacturer narrative:
The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.